Manufacturer narrative:
A partial lead was returned in three segments for analysis. External insulation abrasions were noted at 3.6-3.7cm and 12.2-13.4cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
New information received notes that the lead was explanted and replaced. Patient's condition was good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead integrity alarm occurred when the patient was discharged from clinic post-device replacement. Lead replacement was planned. Patient's condition was good.